Event description:
It was reported that the patient's mother contacted boston scientific technical services (ts) due to beeping tones from this subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review, it was noted that the device had declared a battery depletion (bd) code. Ts advised the patient advocate to contact their monitoring healthcare facility to schedule a device replacement procedure. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.